Event description:
It was reported to resmed that an astral device displayed an error message (system fault). The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the device displayed error message (sf147) related to the main blower. Visual inspection of the pneumatic block revealed contamination. Device was scrapped due to the customer declined repair. Resmed reference#: (B)(4).